Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 402452, lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that during routine interrogation of the patient's device, it was noted that a right atrial (ra) lead integrity alert (lia) had been triggered. The ra lead exhibited a steady decline in impedance trends and was not sensing p-waves. The lead was manually reprogrammed to unipolar polarity and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.